Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure peformed on (B)(6) 2020. According to the complainant, during the procedure, the bands had misfiring issues, as the bands were fired in a rapid succession. Reportedly, when the handle was kept turning, it was noted that it felt as though the distal string was not attached. The procedure was completed with a non-bsc device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable event of suture detached. Device code 2532 captures the reportable event of bands misfire. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block e1 (initial reporter title, initial reporter last name) e3 (occupation).

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure peformed on (B)(6) 2020. According to the complainant, during the procedure, the bands had misfiring issues, as the bands were fired in a rapid succession. Reportedly, when the handle was kept turning, it was noted that it felt as though the distal string was not attached. The procedure was completed with a non-bsc device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.